Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that since the first day following cataract surgery with an intraocular lens (iol) implant, she has been experiencing halos. She has also developed posterior capsule opacification requiring a laser treatment. Additional information has been requested.